Manufacturer narrative:
Evaluation result and evaluation conclusion codes updated.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The first patient's sample initially resulted in a na value of > 180 mmol/l, which repeated as 138 mmol/l. The second patient's sample initially resulted in a na value of > 180 mmol/l, which repeated as 143 mmol/l. The third patient's sample initially resulted in a na value of 166 mmol/l, which repeated as 140 mmol/l. The na electrode lot number was j18. The electrode expiration date was requested, but not provided.